Event description:
Discrepant results for two patients received. Initial result, 2008, ferritin <0.500 ng/ml; repeat 12.83 ng/ml. Results reported for patient 1 only, the patient were not adversely affected. The field service representative determined a leaky slipper tube to be the cause and tightened the tube. Performance tests were performed and within specification.

Event description:
Discrepant results for two patients received. Initial results, 2008, free t4 <0.023 ng/dl, tsh 0.088 uiu/ml; repeat results, 2008, free t4 1.31 ng/dl, tsh 3.25 uiu/ml. The pts were not adversely affected. The field service representative determined a leaky sipper tube to be the cause and tightened the tube. Performance tests were performed and within specification.